Event description:
A customer contacted beckman coulter inc (bec) to report a burning smell from their optima max ultracentrifuge. No report of injury has been reported.

Manufacturer narrative:
A bec field service engineer (fse) noted that the vacuum pump oil was leaking into the differential pump, causing the burning smell. Fse flushed the vacuum pump several times, replaced the oil, oil filter, and the vacuum pump muffler assembly. The fse repaired the unit and tested it to confirm proper operation with no further burning smell. (B)(4).